Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified right coronary artery lesion. A 3.5x20 mm trek rx balloon dilatation catheter (bdc) was prepared before patient use. The bdc was advanced to the target lesion for pre-dilation. However, the balloon tip separated from the shaft while partially inflated. The separated tip was embedded in the vessel with a new stent. The patient experienced bradycardia and asystole but return of spontaneous circulation was quickly obtained. There was a clinically significant delay in the procedure. No additional information was provided.